Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead also had an increase in threshold. The lead was explanted and replaced. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: implantable pacing lead, (B)(6) 2010. (B)(4).